Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, that the patient experienced a skin reaction underneath the adhesive patch. The sensor was inserted at the abdomen on (B)(6) 2017. Dates of issue is an approximate. The reaction was described as red, itchy, raised skin. Affected area was treated with over-the-counter hydrocortisone, recommended by patient's endocrinologist on (B)(6) 2017. No additional patient or event information was provided. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.